Event description:
It was reported, at implant, there was no locking of the extension screw at the connection of the lead. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The extension was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.